Event description:
The following was reported: dr. Did an I&d liner exchange due to infection of a left hip originally done on (B)(6) 2021.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii tritanium cluster54e; cat# 702-04-54e ; lot# 88551101a. 6.5mm low profile hex screw 25mm; cat# 7030-6525 ; lot# xvre. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.